Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced loss of stimulation. The ipg would no longer communicate with the charger. In turn, surgical intervention was undertaken to explant and replace the ipg which resolved the issue.